Manufacturer narrative:
Event evaluation: still under investigation

Event description:
A male with stomach cancer and cirrhosis as well as a previous history of hypertension was considered to have a suitable anatomical form for endovascular repair. The iliac arteries were short. The procedure went as labeled. Final angiography revealed an unknown type of endoleak. The physician ballooned the proximal and distal necks over and over but the endoleak was unresolved. Then, la030 revealed that the endoleak was coming out like smoke from 4 or 5 sites of the stent graft. Therefore, there was a possibility of a type IV endoleak. The physician decided to take a wait and see approach until the patient's blood condition became normal. In 2008, angiographical CT revealed that the endoleak was reduced and the physician decided that the endoleak was a type I or type iii. Two months later, the patient had follow up without angiography. CT revealed the endoleak had resolved but angiography was not performed. Patient outcome is unknown at this time